Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, the potential root cause for this failure mode could be defective component from supplier. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "2. Accessories closed drainage bag (the illustration shows one example of typical configurations.) Syringe prefilled with sterile water water soluble lubricant antiseptics: bard® 10% povidone-iodine solution tweezers gauze pads waterproof sheet cotton balls gloves."

Event description:
It was reported that the syringe of sterile water was not 10cc as it should be. The user said it was approx. 7 to 8 cc instead.